Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it could not be reset, and further instructions were provided regarding pump replacement.